Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that auxiliary drawer, half-height cubie drawer, had a board failure that was causing the station to lose power. The field service engineer (fse) found broken components were found on the controller board. The pyxibus controller and both modular controller boards were replaced. While performing the hardware test, cubie pocket failed to release. The cubie pocket was tested and worked in a different location. A new pocket was tested in d3, but it did not release. The fse determined that the row board had a dead space. The row board cable was reseated, and the system was rebooted, but the issue remained unresolved. The fse replaced cubie row board, and a successful hardware test was completed in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, station is offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, station is offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.